Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 100% stenosis, severe calcification and moderate tortuosity. (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 100% stenosis, severe calcification and moderate tortuosity. Inherent risk of procedure ¿ (stent deformation). (B)(4).

Event description:
Device was inspected prior to use with no abnormalities noted. Evaluation summary: the hypotube was kinked. The distal tip was flared and slightly damaged. A number of struts on the 14th and 15th proximal segments were raised and deformed. The 5th, 6th, 9th and 10th proximal segments were slightly deformed. The 3rd, 4th, 8th and 9th distal segments were slightly deformed. The remaining segments were intact.

Event description:
Physician attempted to deploy an endeavor resolute 2.5x30mm stent. Target lesion was in the mid lad. Lesion had moderate tortuosity, severe calcification and 100% stenosis. Lesion was predilated with a 2.0x20mm balloon to a reported 8 atm. Resistance was encountered when advancing the device and stent could not cross lesion. No excessive force was used. When catheter was withdrawn from patient it was noticed that stent was deformed. Physician believes stent deformation was due to the difficulty of the lesion. A second stent was used to finish procedure. No patient complications were reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
(B)(4)